Manufacturer narrative:
(B)(4).

Event description:
It was reported that during notchplasty the surgeon noticed a substantial amount of metal debris in the joint space after using the shaver. He removed the debris by flushing and suctioning the joint. There was no report of patient injury.

Manufacturer narrative:
The blade was evaluated for rotation and was found to rotate freely, slight friction was felt. Visual assessment of the outer edgeform shows wear at the first distal tooth. There is evidence of abrading at several locations on the inner blade confirming the reported shedding. The tooth wear was likely caused by an impact which caused the tip of the tooth to abrade and cause a fragment to be trapped in the gap between the inner and outer blade which resulted in the shedding. The edgeform of the inner and outer blade were found to meet print requirements. It is unknown how the tip sustained this damage during use as there is no evidence of side loading. No root cause related to the manufacturing of the device can be established. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.